Manufacturer narrative:
Product analysis: severe signs of torque were noted at the distal bond taper and at the broken pet tubing, subsequently breaking the hypo tube coiled section approximately 1.5cm from the proximal taper. Due to this break, the core wire pulled out of the proximal hypo tube, resulting in the broken tip to remain inside the patient as reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a guardwire device in a distal saphenous vein graft (svg) which exhibited moderate tortuosity, severe calcification and 90% stenosis. The guardwire was removed from packaging per IFU. The device was inspected and appeared intact. The device was prepped per IFU. Resistance was encountered when trying to cross the lesion, while torquing the balloon broke and then detached from the wire when attempting to remove the balloon through a 6fr sheath. It was successfully retrieved utilizing a snare. The balloon had not been inflated. The physician was trying to advance wire through a calcified lesion. No patient injury reported.

Manufacturer narrative:
Correction to product analysis text: the detached tip was retrieved successfully from the patient using a snare.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.